Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion with 95 percent stenosis degree. As it was difficult to cross the lesion, it was decided to remove the whole system, but the stent got caught by the guiding catheter and dislodged from the balloon. The stent was found inside the iliac artery and was removed by using a snare.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, three photographs were reviewed. The technical investigation revealed that the balloon is unfolded in its proximal and distal portion. The balloon shows signs of inflation. Contrast medium residue was observed in the balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the photographs did not provide any further relevant information with regards to the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.